Event description:
Facility reported an incident of a loose header on an mca 200 dialyzer. Within the first few minutes of a hemodialysis treatment, when the blood pump speed was turned up to 350 ml/min, the header of an mca 200 dialyzer "popped off." Blood sprayed on the pt and floor, blood loss unk. Blood lines were clamped and treatment was discontinued. Dialyzer was discarded. No serious injury reported. At the time of the next treatment, the pt's hemotocrit was recorded as 35.4. No medical intervention required as a result of this incident. This event involved one pt.